Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 8/8/2017 - voicemail, 8/9/2017 - voicemail, 8/21/2017 - voicemail. A ge healthcare service representative performed a checkout of the equipment. The drive gas check valve was replaced.

Event description:
The hospital reported that, during a case, the unit had a ventilator failure. The clinician reportedly switched to manual mode to maintain ventilation. There was no reported patient injury.